Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscopic inspection revealed imaging widow detached in the lap joint section and imaging core coiled. It is important to mention that imaging window was not returned for analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was separated approximately at the joint part of the telescope and outer sheath. The device has separated just by crossing a wire through it. When the device was checked, it appeared that the drive cable was also twisted. However, returned device analysis revealed imaging window was detached near the lap joint section and the imaging core was coiled.